Manufacturer narrative:
The ventilator was returned to a third party service ctr for eval and the customer's complaint was confirmed. The device's ac inlet connector was replaced due to physical damage.

Event description:
The MFR received info alleging a ventilator's ac inlet connector was broken. There was no harm or injury reported.